Event description:
Covidien barrx 360 express rfa balloon catheters x 2(different lot #s) were observed to have the electrode (ablation portion) of the catheter be unraveled from the catheter when they were removed from the pt. Both catheters were in working order when they were taken out of the packaging. Diagnosis or reason for use: barrett's esophagus.